Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during the procedure the site was experiencing intermittent tracking. The site thought it may have been the axiem ports. This caused a 5-minute delay to the case, and the surgeon continued the case with navigation. There was no impact on patient outcome.